Manufacturer narrative:
Could not verify the customer's complaint. The handpiece was not tested because of grinding and loud noise. The handpiece was corroded on the collet. After the evaluation, the handpiece was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the drill of the handpiece was getting fairly hot and the handpiece seemed to be skipping during installation / inspection / maintenance. There was no delay. There was no patient impact.